Manufacturer narrative:
During a call with tac (technical assistance center) engineer support, the customer olympus representative conveyed that a customer received a check probe and error light on the front panel of the spl-s device. During the investigation, the representative tested 2 spl-t transducers with 2 separate probes and found that only 1 transducer was causing an issue. The olympus representative stated that he would assist the customer with acquiring a replacement spl-t transducer. The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device exhibited a check probe error message and an error light on the front panel was observed. The issue occurred during an unknown event. There was no patient involvement associated on this event reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, g3, g6, h2, h4, h6 and h10. It was reported that when the spl-t transducer-serial (B)(6) was used, a check probe and error light on a spl-s generator illuminated. This issue did not happen with another transducer. The device was not returned for evaluation. Review of the device history records showed the product met all specifications upon release. As the subject device was not returned for evaluation, a definitive root cause of the reported complaint cannot be determined at this time. Possible situations related to the reported failures are addressed in the device IFU (instruction for use) on page 30 as the followings: - regarding check probe illumination, possible causes may be " the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe." (Spl-IFU_am, page 30) - for the problem with error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator." (Spl-IFU_am, page 30) olympus will continue to monitor complaints for this device.